Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issue with the infusion set. The customer¿s blood glucose was 500 mg/dl at the time of incident and treated. Customer declined high blood glucose troubleshooting. Customer reported detachment of the infusion set tubing and it came apart. Customer also mentioned infusion set leaks. No significant events leading to the infusion set issue was observed. The insulin pump is not expected to return for analysis. Unomedical mmt-394 infusion set; frn-reservoir.